Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event. The patient's cgm was reading low and their bg was low. Although the patient consulted with emergency medical services, no treatment was provided beyond routine diabetes management which was advising the patient to drink sugar water and eat. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). 3004753838-2023-263635 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient stated that his wife found him shaking and incoherent. The patient¿s wife called the paramedics. The patient¿s bg meter reading was 30 mg/dl. No cgm comparison value was provided, it is unclear if the bg was measured by the paramedic or the patient's wife. The paramedics treated the patient with a ¿sugar bolus" (dextrose). The patient was transported to the hospital. The patient cannot remember what medication was given to him at the hospital. Of note, the patient was discharged on (B)(6) 2023. At the time of the report, the patient was fine.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.